Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over due to server memory is high. A technical support specialist connected to the server via dial-in access and successfully completed the installation of windows updates during the scheduled maintenance window, followed knowledge article (ka) - pyxis es server reboot process and validation, verified that the extract transform load (etl) job was running successfully prior to the reboot, and then stopped and disabled the required services, including the extract transform load (etl) job, in preparation for the reboot, rebooted the servers as planned and monitored them until they were fully back online, re-enabled and restarted the extract transform load (etl) job, confirmed that devices were successfully re-subscribed on the servers, verified that carefusion coordination engine (cce) messages were processing successfully with no errors on either the carefusion coordination engine (cce) or interface side, and confirmed that the interface connection status was healthy with a current heartbeat, also verified that the extract transform load (etl) process was running and current, checked task manager to confirm memory utilization was stable between 80% and 86%, customer validated the servers on their end and confirmed that all services were functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server rebooted and orders did not cross over due to server memory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.